Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Service review: a review of the service history record indicates that the device was serviced over a year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the sticky trigger identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the battery reamer/drill device was sticky and would not work properly. It was observed that device showed signs of corrosion and did not work at all. It was further observed that the device passed visual inspection. It was further determined that the device failed pretest for general condition, trigger test and check the off/forward/reverse mode. It was noted in the service order that the device did not work. It was reported there were no delays to the surgical procedure and the surgery was completed as intended. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.